Event description:
This spontaneous case report was received by regulatory authority from an adult female consumer in (B)(6) on 11-mar-2016 and forwarded to bayer on 04-aug-2016. Consumer had essure (fallopian tube occlusion insert) inserted. The placement was painful. The pain lasted 1 day. One month after essure insertion, she had increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, pain during ovulation, leg pain, abdomen pain/ cramps, lower back pain, breasts pain, chest pain, arm pain, arthralgia, vaginal secretion, heavier menstruation, excessive sweating, and tilted ovary. The influence essure had in her daily activities included problems with movements and work-related problems. Consumer contacted a doctor, visited a gynecologist. Medication was used as treatment. She reported that her left ovary was removed also as a treatment. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had abdomen pain/ cramps. She also had tilted ovary. Abdominal pain is listed while adnexal torsion is unlisted in the reference safety information for essure. Given the nature of adnexal torsion, it is unlikely that essure could contribute to the onset of this condition. Although, the consumer had tilted ovary, as essure therapy may cause abdominal pain, a causal relationship with essure inserts cannot be excluded. Considering that essure influenced her daily life (problems with movements and work-related problems) and since no further information will be obtained, the case was conservatively regarded as incident. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow-up received on 09-sep-2016: quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had abdomen pain/ cramps. She also had tilted ovary. Abdominal pain is listed while adnexal torsion is unlisted in the reference safety information for essure given the nature of adnexal torsion, it is unlikely that essure could contribute to the onset of this condition. Although, the consumer had tilted ovary, as essure therapy may cause abdominal pain, a causal relationship with essure inserts cannot be excluded. Considering that essure influenced her daily life (problems with movements and work-related problems) and since no further information will be obtained, the case was conservatively regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.